Event description:
Same case as MDR ID:2134265-2015-02472. It was reported that a wire fracture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal left anterior descending artery. A 1.25mm rotalink¿ plus and a 325cm rotawire were used for treatment. Prior to inserting the burr into the guiding catheter, rotation speed was checked for 10 seconds. The burr was positioned downward to ensure that flushing could go down. It was also observed that the wire was not curved at all; however, it was noted that the wire was detached. The rotawire was then exchanged with another of the same device; however the physician observed severe resistance while advancing the burr and the rotawire. Thus, the burr was replaced with another of the same device which completed the procedure. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for evaluation. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to load a test guidewire though the device but it would not load through the burr of the catheter. The burr was soaked in hot water. Following this a test guidewire was attempted to be loaded on the burr. This attempt was unsuccessful. The burr was microscopically examined. The annulus of the burr was found to be misshapen and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).